Event description:
The pt was being fed with a pump. The reporter stated 200 ml of enteral fluid were hung, and the pump was set to deliver 95 ml/hr, but no fluid was delivered over a period of 2 hrs. The administration set was removed and the bellows was found to be inoperable and appeared to be crushed. There was no illness, injury or medical intervention resulting from the event. One pt involved.

Manufacturer narrative:
Mfg event ID: rpic 60574.